Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Additionally, the customer received an occlusion alarm during bolus delivery. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. The customer experienced a blood glucose (bg) level of 275mg/dl and ketones. It was reported that the customer experienced a fall due to these events. The customer reported that they were "ok". A syringe bolus was administered to address the bg level. The customer reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported occlusion alarm was identified.